Event description:
It was reported that sensor error occurred. The sensor was inserted into the abdomen on (B)(6)2025. The date of the event is an approximation. On (B)(6)2025, the patient experienced a sensor error on both of her display devices and lost consciousness. The duration of the sensor error prior to the loss of consciousness is unknown, as the patient could not recall how long the continuous glucose monitor (cgm) had been in an error state. At the time, the patient was also wearing an omnipod insulin pump. Following the incident, the patient was diagnosed with diabetic ketoacidosis (dka) and entered a coma that lasted 20 days. During hospitalization, she underwent a tracheostomy and was placed on a ventilator. The patient was unaware of the specific medications or treatments administered during this period. After regaining consciousness, the patient remained hospitalized for an additional 23 days. She was not wearing a sensor during her hospital stay, and while her blood glucose meter readings were reportedly ¿high,¿ she did not recall specific values. At the time of the report, the patient stated she was feeling better and described her condition as ¿fine.¿ performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred on (B)(6)2025. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 codes: health effect - clinical code problem code: e0750 ventilator dependent / code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.